Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert code 61 indicating an external flash write error, after which the user was instructed to shut down the device and a replacement was arranged. Symptoms included no reported adverse clinical effects, and blood glucose values were reported as in range at the time of the event. Outcomes included device replacement and continued therapy with the replacement device. Investigation included customer interview and device history review, along with logistics review of the return process. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.